Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial #: (B)(4), product type: programmer, patient. Product ID: 37092, serial #: unknown, product type: accessory. Product ID: neu_unknown_prog, serial #: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration bupivacaine at 7.003 mg/day and 3.502 mg/day of dilaudid via an implantable pump for malignant pain and cancer pain. It was reported the patient was getting locked-out from receiving a bolus with their personal therapy manager (ptm). The patient reported being unable to successfully deliver a bolus. The patient stated the ptm was not giving them their bolus, it said to wait 10 minutes, then 14 minutes, and then 6 hours and then 3 hours and 42 minutes. It was indicated the issue began on (B)(6) 2018. The patient had tried replacing the batteries. Ptm lockout information was obtained on the call. The patient said they had difficulty advancing the screen while trying to pull up the information. The patient was able to do it without the antenna plugged in. The patient said their ptm had not been dropped or gotten wet. The lockout parameters were provided as 12x/day, 1x/10m, and 12/24h. It was indicated the lockouts were due to the drug restriction interval (dri) and the patient not understanding the lockout parameters. The patient was able to receive a bolus on the call without the use of the antenna. An antenna replacement request was sent to repair. It was noted the patient would experience difficulty when using the antenna; however, they had not received the poor communication screen. The patient was instructed to place the ptm directly over the pump and call with an update. The patient also reported their pump moves around all the time and they have experienced numbness in their leg. The pump movement issue started a couple months earlier and the patient attributed the movement to weight loss. It was indicated the issue had occurred gradually. The patient reported they had lost 60 pounds and when they told their hcp about it they were told the pump was fine how it was. It was unknown if the numbness began suddenly or gradually. The patient reported the numbness was related to cancer. The patient also reported they received the pump for cancer pain. The patient also stated they have no lymph nodes and have scar tissue on their femur area. The patient stated they have lymphedema and experience numbness in their leg. The patient stated they have a home nurse come to refill their pump and stated they have an appointment scheduled for the next week. The patient was directed to follow-up with their healthcare provider about the lock-outs and have the nurse check the bolus reports and call technical services to review. No further complications were reported or anticipated. Additional information was received from the consumer. The patient reported they reviewed the ptm lockouts with their refill nurse and it was determined the patient was getting locked out when requesting a bolus because the device that doctor uses to check on the patient's pump and make changes to the dosage "messed up" how often they were able to get the dose. It was indicated further actions had been taken to resolve the ptm lockout issue; however, the actions were not provided. It was not indicated if the actions resolved the ptm lockout issue. On 2019-june-13, additional information was received from the patient. Additional information was received reported the patient was waiting for some code in order to schedule a revision surgery to "tie" down the pump as there was "nothing holding it down". The patient stated they were going back and forth in losing and gaining weight due to chemo treatments.